Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. It was also reported the patient had not charged or tried to connect to the device for a year. In turn, surgical intervention may take place later.

Event description:
Additional report received indicate the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.